Event description:
Information received indicated the brakes on the foot end would not hold.

Manufacturer narrative:
The brake was found broken. The brake/steer upgrade kit was installed to resolve the issue.